Manufacturer narrative:
Per -(B)(4) final report additional information including device lot codes, post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, medical history and weight, whether the patient followed correct post-op protocol post primary surgery, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event, however, none of this information could be provided and thus the scope of the investigation was limited. The device lot codes could not be provided and thus the relevant device manufacturing records could not be identified and reviewed. Based on the above, no investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ecima liner and biolox delta ceramic head due to dislocation.

Event description:
Trinity revision of the cup, ecima liner and biolox delta ceramic head due to dislocation.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information including device lot codes, post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, medical history and weight, whether the patient followed correct post-op protocol post primary surgery, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the device lot codes, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.